Event description:
Developed a skin rash on neck after using the rite aid first aid sheer adhesive pad. The box states it has a "long-lasting" adhesive, but does not state what type of adhesive they used. Date of use: (B)(6) 2014. Diagnosis or reason for use: to cover up a wound. Event abated after use stopped or dose reduced: yes.